Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history review (DHR)was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was found removed/broken. The investigation found the bottom case is cracked by l-bracket screws. Plunger head is cracked by all screws. During occlusion test a motor rate error message was found. The technician found a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause was determined, to be normal wear and the device is over 12 years old. The technician replaced the motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that a motor rate error was observed. No patient injury was reported.